Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported a malfunction alarm occurred. Blood glucose level was 122mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. No failure related to the reported time issue or the missing data issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not logging data intermittently despite being in use. Additionally, after the customer reset the pump, the pump time was inaccurate. The customer's blood glucose level was 200 mg/dl. Reportedly, the customer had insulin and manual injections available as alternate insulin therapy.